Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds along with low sensing amplitudes. The physician decided to abandon and replace his lead. No additional adverse patient effects were reported.